Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Scans were provided and reviewed by the designer, 3d systems. 3ds reviewed the scans and showed that the implant was properly positioned, and it can be inferred that the implant integrated properly with the mandible. The design of the device was reviewed by the designer, 3d systems; tmjpm-2061 occurred first and the patients is undergoing a second surgery under tmjpm-4125. The surgeon did not allege a deficiency of the product. Scans for plan tmjpm-4125 were provided and used as post-op scans. 3ds reviewed the scans and showed that the implant was properly positioned, and it can be inferred that the implant integrated properly with the mandible. 3ds review of device history records confirm products were designed and manufactured properly. The surgeon stated they wanted to redesign the mandible implants and leave the fossa implants as-is. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Foreign source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that the patient underwent an initial tmj procedure due to mandibular malformation/underdevelopment. The patient is being planned for a revision with a plan for conversion osteotomy with new tmjpm implants. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This report is being submitted to update additional information in section b4, b5, d4, g3, g6, h2, h4, h6 and h10.

Event description:
It was further reported that the patient is unable to be scanned due to limited mouth opening. Attempts have been made and additional information on the reported event is unavailable at this time.